Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier, 510k are unknown. No information has been provided to date. Device history report (DHR) was reviewed, it was observed that 28pcs of incorrect size inner cannula (7.5 millimeter ) were prepared for manufacturing of this batch. In the DHR there was record which is showing that those 28pcs were removed from the work order and replaced by correct size. No product sample was received; therefore, visual and functional testing could not be performed. Trend review was performed and found that there are two recorded occurrences of this failure related to this affected lot, which was the root cause.

Event description:
It was reported that upon insertion, the inner cannula was a size 7.5 millimeter (mm), instead of a 7.0 mm. No patient injury was reported.